Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensing of the patient's low amplitude cardiac signal. Boston scientific technical services (ts) was contacted and provided options to attempt to reproduce the event and re-assess all sensing vectors for more suitable programming. Additionally, it was noted that the impedance of the delivered shock was in-range, but elevated at 100 ohms. Since the remaining battery longevity was at 7%, ts also recommended considering the system placement evaluation during the replacement procedure. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.